Manufacturer narrative:
(B)(4).

Event description:
It was reported that drg trial lead implant was abandoned due to other implanted instrumentation implanted at the left l5-s1 level, after review of x-rays. It was noted that lead placement at levels l5 and l4 were attempted several times however unsuccessful.